Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was visually inspected internally and externally, and no issues was identified. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was recognized by the test system and successfully passed all functional tests. The instrument was fully functional. Additional observation(s) related to the customer reported complaint: the instrument was found with a melted tip.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Correction - additional information was obtained from failure analysis: the instrument was found to have a broken monopolar yaw pulley at the post/pin. There were broken pieces missing as a result of the breakage. The size of the missing piece was approximately 1.58mm x 1.39mm. The detached fragment was not returned with the instrument. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. There were scratch marks/abrasions on the monopolar yaw pulley unrelated to the breakage. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. An additional unrelated observation was made: the instrument was found to have damage of the conductor wire¿s insulation near the yaw pulley. There was no material missing and the conductor wires were not exposed. The wire was not torn or fully broken; the instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, at the beginning of the surgery, the doctor noticed that the permanent cautery hook (pch) was difficult to move as freely as usual and saw that its joint was not functioning properly. Initially, the doctor tried to remove it as usual, but without success. The doctor then realized it was stuck inside the trocar and removed it along with the trocar. Upon examining it outside the body, the doctor identified that a small part of the hook's joint was missing. The doctor then scanned the hemithorax and found the detached part, ensuring that no part remained inside the patient's body. There was no harm or injury to the patient, and the procedure was completed successfully. The procedure was completed as planned.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the instrument was inspected prior to use and no external damage was found. The missing part was actually discovered when the instrument came out of the abdomen, but it is not entirely clear when it fell¿whether during the attempt to remove it from the trocar or when the surgeon was unable to move the instrument normally. The surgeon did not know what caused the instrument to break or fragment fall. The surgeon was unable to use the instrument. The surgeon noticed something unusual and immediately removed the instrument. There were no collisions with the instrument or other hard material during this surgery. It is unclear if the fragment fall occurred during an instrument tip collision. The instrument was removed during the surgery, it is unclear whether it was before the break. The surgeon was unable to straighten the instrument. The surgeon scanned the hemithorax with the robotic endoscope and removed the missing part. The surgeon is confident that the scan confirmed they removed all the missing fragments from the instrument. No additional surgical procedure was required to remove the fragment. The patient was examined post-operatively by a chest x-ray. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The instrument is available for return to isi. The fragments were tiny, so they could not be cleaned. Images/videos are unavailable.

Event description:
Refer to h10/h11 for follow-up information.